Event description:
The customer reported 'ma sensor failure' errors during pt cases. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv supply generator was evaluated and replaced. The system was tested and found to be working as intended and returned to service. The malfunction may have resulted in a possible accidental radiation occurrence.